Event description:
It was reported that the device was tilted. On (B)(6), 2001, the patient was implanted with a greenfield filter. The patient had a history of deep venous thrombosis (dvt) in the right lower extremity. In (B)(6)2022, it was reported there was evidence of inferior vena cava (ivc) filter tilt. No patient complications were reported.